Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
Initial assessment indentified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The ultrafiltration (uf) was 1583 ml. The uf and approximate volume drained, combined with the fill volume and uf equals 4083 ml. This drain volume meets iipv criteria.